Manufacturer narrative:
One used sample was received. No product packaging was received. The sample was received in two segments. Upon receipt, the tubing contained significant dried buildup. Most of the buildup was flushed out during decontamination. The head of the device was severed from the tubing. The separation occurred approximately 1cm below the base of the neck of the molded head. The point of separation was angled and slightly jagged in appearance. The root cause of the reported issue could not be conclusively determined. All information reasonably known as of 27-mar-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 13 dec 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported by the distributor that the hub of the device sheared away from the tube. The patient required an endoscopy to retrieve the rest of the tube prior to replacement of the device. Per additional information received 12 dec 2017, the patient did not require any additional follow up and was discharged from the hospital.